Event description:
Mother of home pt reported seeing what appeared to be hairline cracks in three minicaps, noticed prior to use. According to the home pt's mother there was no pt injury and no medical intervention.